Manufacturer narrative:
H.6. Investigation summary customer stated they noticed that the needle tip was damaged during priming. A sample nor photo was provided for the investigation, the failure mode could not be confirmed. There has (B)(4) same defects raised in the same lot. Although failure mode was not observed, the plant has initiated a special investigation of such defect under a CAPA 642738. During the investigation it was found that the interference fit between the metal wedge and adaptor to cause cracking of the adaptor line during swaging. After short term actions were taken, no crack was found during the in-process inspection. H3 other text : see h.10

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found damaged before use. The following has been provided by the initial reporter: it's noticed that needle tip damaged during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found damaged before use. The following has been provided by the initial reporter: it's noticed that needle tip damaged during priming.